Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl, 144 mg/dl. The customer declined troubleshooting for low blood glucose value. Assisted customer in reprogramming the transmitter ID with the wireless connection process. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.